Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
This is the second of two reports (same product family, same user facility, same physician, different patients). On (B)(6) 2015, the pt presented with cerebrospinal (csf) leakage, infection, and inflammatory reaction the pt underwent a reoperation due to graft failure (extraventricular drainage, wound revision, and antibiotics). The surgeon thinks it is possibly related to duragen secure. On (B)(6) 2015, the pt presented with an inflammatory reaction of the new wound specific product ID and lot number were not provided. Additional info has been requested.

Manufacturer narrative:
Additional information was received on 25aug2015 from the surgeon: the surgeon clarified that he mixed up 2 files and patient 14 did not die but the infection was resolved. The patient is well. Patient problem codes have been updated based on additional information.

Manufacturer narrative:
Additional information received on july 20, 2015. Product ID drm10331 (duragen rm dural regeneration matrix 3x3) with lot number 105nb0309382. The patient died from septic shock and multi organ failure after severe intracerebral hemorrhage due to a ruptured arterovenous malformation. Integra has completed their internal investigation on july 24, 2015. The product was not returned for evaluation. DHR review manufacturing date june 2014, expiration date june 2015. The nc/event log and batch record were reviewed for any ncs/events related to the lots of the components used to manufacture the product there were no events/ncs found based on the DHR review conducted, there is no indication that the production process may have contributed to this complaint. A query of the trackwise complaint database for the timeframe of june 8, 2014 - june 8, 2015 (complaint aware dates) was performed using the keywords "duragen" and "csf leakage" or "duragen" and "infection" or "duragen" and "death" fourteen complaints were found, including the current one no trend was identified at this time complaint rate is (B)(4). The root cause is undetermined since no product was returned under this complaint, the failure analysis could not be completed for the complaint product. Based on the DHR review, trend analysis and the risk assessment, there is no indication that the duragen secure manufacturing process attributed to this complaint. All endotoxin and bioburden testing met the acceptance criteria, and the product met all sterilization requirements prior to release. The tendon lot used to manufacture the final product was accepted for use by ils on april 20, 2011, and met all the requirements per the applicable nz certifications.